Event description:
It was reported that this right ventricular (rv) lead was implanted on their bundle of his. Four days after the implant procedure, the rv lead was found to be dislodged. The patient underwent a procedure the rv lead was explanted and replaced. No additional adverse patient effects were reported.